Event description:
This is a report of a customer that experienced a connection issue between the uv flash disconnect cap and the uv flash transfer set. The customer reported that the disconnect cap did not connect tightly with the transfer set and the patient observed a gap between them. It was reported that this issue occurred with two transfer sets and two disconnect caps. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time. This is report 3 of 4 associated with this event.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection and functional testing were performed, and no issues were found. The device's dimensions were measured and were found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4).